Event description:
It was reported that several days after the port was implanted, the catheter became occluded. Since flushing was not possible, the port was explanted and exchanged. There were no additional complications.